Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medical products co., ltd. Since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). It was reported by the consumer that the unspecified model rollator right brake cable was broken. There was no patient injury reported.